Manufacturer narrative:
Damage to connectors was confirmed. The battery drawer was found to have contamination on contacts. Two knobs, and their encoders, were found to be contaminated. The main printed circuit board (pcb) was found to be out of electrical specification. The main seal was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair of connector damage sustained from having been dropped. It subsequently tested out of specification. There was no patient involvement.